Event description:
Information was received by a user facility regarding a patient with an implantable neurostimulator (ins). It was reported that the on inserting the needle, clinician placed a guidewire which confirmed the clinical team were in the epidural space. Clinician inserted the lead, and while inserting, quite a lot of clear fluid was coming back. It was explained that it could be a cerebral spinal fluid leak on placing the lead. When checked the lead on lateral position, it was confirmed that it was intrathecal. The lead and needle were removed. Options were fairly limited to access a different space. A different clinician placed a needle more medial without complication and then steered the lead to the appropriate position based on x-ray. On lateral positioning there was a possibility it could also be intrathecal again. Paresthesia testing was performed to see if there were very low thresholds to indicate intrathecal placement. This was not the case so they felt the lead was in the correct position there was also no further csf at this time. The patient did develop a headache which would be consistent with a postural puncture headache following the procedure. The clinical team performed greater occipital nerve blocks 1 week later which did help for a couple of weeks. Following this the patient attended her ¿gp¿ as she was getting swelling in the wound and a recurrence of the headaches. This was approximately 3 weeks following. It was at this stage the clinical team decided to organize an MRI of brain and spine. This took quite some time to get done. The results confirmed that the lead was subarachnoid which was extremely unusual. It also confirmed that the lead had exited back into the epidural space which may have been the reason why the paresthesia testing during the surgery was not indicating intrathecal placement. The clinical team planned to discuss further and to take the lead out. It has been discussed in two multidisciplinary teams. Backup plans have been developed if the patient develops a further headache. Still need to clarify whether the left lead was also invading the intrathecal space as the report on the scan is a little bit ambiguous and was also reported as normal by another radiologist. Clinical outcome reported by clinical team: "one of the leads will definitely need to come out. This will require revision surgery. Depending on liaising with radiologist the second lead may also need to come out. There is a high likelihood the patient will get on the further headache and may require blood patch at the time of surgery the day following. The patient will require admission following the surgery."

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID neu_unknown_lead lot# unknown serial: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.